Event description:
While the dentist was using a henry schein surgipro 45 handpiece and performing a surgical extraction and bone graft procedure in the socket of #13 tooth on (B)(6) 2026 on a 75 year old female patient a piece of the bur broke off into the patient's mouth. The dentist's office got the patient back on (B)(6) 2026 to take an xray and discovered the broken piece of the bur was located in their gum. The office then saw her then on (B)(6) 2026 to remove the piece of bur. They had to numb her to open the site back up to remove the broken bur tip that became lodged and then place a new graft and suture it up again. The broken bur piece was successfully removed with no further complications. The patient is doing well.